Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 427 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their loaner insulin pump is not working correctly. The caller stated that they changed the reservoir but not the cannula. The customer would like to send the reservoir back for analysis.